Event description:
An ophthalmic surgeon reported the ultrasound was not able to oscillate when the foot pedal was pressed. The sys has primed successfully. An alternate sys was used to complete the case. There was no impact to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).